Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow up. Interrogation of the device revealed that the right atrial lead was not sensing or capturing at max output. The physician attempted to replace the lead but was unable to get venous access. Replacement did not occur. There were no patient consequences.

Event description:
The date of the initial attempted right atrial (ra) lead revision procedure was (B)(6) 2020. It was noted that a dislodgement of the ra lead may have been the cause of the sensing and capturing issues, however dislodgement was not confirmed.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, and lead dislodgement were not confirmed. As received, a partial lead connector portion was returned for analysis. Electrical and visual testing did not find any anomalies with the exception of procedural damage. Analysis was normal.

Event description:
It was reported that the lead was capped and replaced on 09 mar 2022. The patient was discharged without complications.